Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. Date of event is unknown, additional information will be provided if available.

Event description:
It was reported the gastrointestinal videoscope had the image became blurry. The procedure name and type was unknown. The issue was found during procedure. The intended procedure was completed with the same device. There were no reports of patient injury or harm.